Manufacturer narrative:
A product development investigation was performed. The complained article was forwarded to the responsible sustaining center for evaluation. The handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) will be changed to address the failure mode described in this complaint. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part: 359.219, lot: 9594927; manufacturing location: (B)(4); manufacturing date: 26 oct. 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part: 359.219, lot: 9594927. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the blue plastic handle of a titanium elastic nail (ten) inserter broke intraoperatively. There occurred no patient harm and the surgery was not prolonged. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fragments were generated, but it is unknown, whether they were removed easily or difficultly.